Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "no sound" during evaluation. The cause was determined to be the back flex of the rear case was improperly installed into the j6 of the input/output (I/o) printed circuit board (pcb) the back flex was reseated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump doesn't make any sound when alarming or pushing buttons. There was no patient involvement. No additional information is available.